Event description:
Additional information received reported that the patient had fallen. The patient ¿felt terrible and felt like crap.¿ the patient did not think the device was working. The device was checked and ¿it was working fine.¿ the patient went to a different health care provider and had a dye test done. That was when they found that catheter was broken and pulled out of the spinal column as previously reported. The catheter had ¿a loop and a kink¿. The catheter would not ¿pull back.¿ the patient had the catheter ¿fixed¿ and the health care provider left the old catheter in. The patient had heard from another back surgeon that it was fairly common to leave the catheter in because ¿it can be more trouble getting it out than bringing it in¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8598a, serial #(B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported the patient's catheter tip had pulled out of the spinal column, and their catheter tip had broken about two years ago. The patient's pump was noted to have been fixed, and the patient was looking for another physician. The medications used within the system were morphine, bupivacaine, and dilaudid. It was later reported that the patient's catheter was dislodged, pinched, and broken nine months ago. This conflicts with the previously reported timeline of events. The catheter was noted to have been replaced, but the broken catheter remained in the patient. The patient further stated that he had gone to the ER because he was concerned the pump was not working. The pump was interrogated and indicated that it was "working fine." The patient stated that he had switched physicians, and a dye test later confirmed that the catheter was "pulled out and broken." The patient stated that he had gone to the ER because he "just started feeling horrible," and that was when it "apparently broken." The patient wanted to speak with a neurosurgeon to talk about whether or not he should get the "old, broken piece" of catheter removed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had issues with their first "pump," it had pulled out of the spinal column, had a loop in it and not getting pain relief. The device was surgically revised. The patient didn't feel the pump really did what it was supposed to because the pump wasn't giving him any relief. The healthcare provider didn't believe the patient and then found out there was an issue and then turned it way down. The patient was never able to get to the therapeutic dose to evaluate if the pump would be helpful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a manufacturers representative. The patient was receiving an unknown drug via an implant able pump for spinal pain. The patient stated that a few years back he told the doctor that his pump was malfunctioning but his doctor ended up firing him, he found a new health care professional (hcp) and they did a dye test, which found that the catheter had gotten pulled out of his spinal column, kinked/bent and was leaking, so they fixed it.